Event description:
It was reported that according to the nurse "the needle was deformed and broken during closure of subcutaneous and muscle layer for total knee replacement. Since the closure cannot be continued by the broken needle, surgeon took time to remove the suture. A new pack of same code suture was used to close the wound." There are no listed patient consequences. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported has not been received. Method: the actual product involved with the incident reported has not been received. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4) requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available from the same finished goods lot reported. Needle supplier was contacted to verify if there was any quality issues related to the needle batches. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lots. Finished good product were received into inventory without quality issues. The needle supplier has been made aware of this complaint for a continued investigation. Upon receipt of samples, we will provide a follow-up containing the results of the evaluation. (B)(4).